Event description:
Complainant alleged that during a routine shift check by a clinician, the device's energy output was found to be out of the specified tolerance for the selected setting. The complainant indicated that there was no patient involvement in the reported failure.